Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. Device evaluation: baxter received one sample for evaluation. The reported condition of a leak at the fill port was not confirmed. Visual examination of the sample showed no signs of leak at the fill port when the fill-port cap was removed. To verify the reported defect, the unit was manually filled with green water to its nominal volume. During and after fill, no evidence of leakage was noted at the fill port. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Event description:
Baxter (B)(4) received a report that an intermate leaked at the fill port during filling. The device was being filled with a solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.